Event description:
The medtronic sales rep was informed by phone from the head of biomed, that the o-arm is losing connection for seconds after each 2d acquisition. A 3d acquisition was not possible at all. It was suggested by phone to restart the entire system (o-arm and mobile viewing station mvs) in order to try resolving the communication issue. After reboot, 3d and 2d acquisition were possible again. When arriving in the or, the vertebroplasty was still ongoing. The sales rep was informed that they had problems with poor image quality in 2d. Even though image quality was poor and not useful, they started to inject cement into the vertebral body. As the surgeon was not able to see the cement flow after some additional 2d acquisitions, he decided to change the imaging device and they brought in a traditional 2d c-arm image intensifier. Now, being bale to see the cement, they discovered some cement leakage inside the vertebral foramen. Cement had to be removed immediately in order to decompress the spinal cord and avoid further problems for the pt. Surgery took longer than expected, about 1.5 hours. No pt consequence after the surgery has been reported.

Manufacturer narrative:
Pt info was not available but has been requested; the o-arm system was initially evaluated and repaired at the hospital by medtronic service. The malfunction is an image chain component failure causing the image update to the view station to slow down or become unresponsive during a fluoroscopic guided surgery (related to the serious injury event in its use of the o-arm's 2d fluoroscopic mode). The replaced component is in process of return to medtronic navigation for further eval.